Event description:
It was reported that a cartridge did not fit securely onto the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. The customer declined further follow up from tandem technical support. No additional information was provided.